Event description:
Consumer alleges he was on paved path of botanical gardens, stopped on incline and when started to go forward the scooter allegedly flipped over on him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.